Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: scoliosis, it was reported that during surgery, the tip of the coronal bender was found broken. The product came in contact with the patient. No fragments of the instrument remained in the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual and optical examination of the instrument confirms tip fracture. Deformation noted opposite the area of crack propagation, consistent with overload. If information is provided in the future, a supplemental report will be issued.